Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00104, 00105, 00107.

Event description:
Full revision of product: allegedly, all components were loose.

Manufacturer narrative:
Visual examination of the poly insert shows no deformation in the dove tail region to indicate that the insert was mal-aligned during insertion. There are a few gauge marks and the lock detail has split, which are consistent with removal during the revision surgery. Visual examination the porous surface of the talar dome and tibial tray/stem does exhibit a few areas of apparent bone attachment. There are some heavier scratches/dings on these devices that are consistent with removal.